Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - correction. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H4 device mfg date - correction. H6: type of investigation - additional. H6: investigation findings - additional.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.